Event description:
It was reported to philips that the image memory was full and the customer was unable to acquire images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency cardiac arrhythmia treatment procedure was finished as planned. A philips field service engineer (fse) checked the logfile remotely. The fse visited the site and confirmed the issue. The fse found that the x-ray-pc image disk had no power on the disk bay. Analysis of the logfile confirmed that image storage was not possible due to an image disk problem. To solve the issue the fse implemented field change order (B)(4). After the fco implementation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.